Manufacturer narrative:
No product was returned. However the pumps operators manual indicates (see user manual section ?references?) That the pump will alarm ?no disposable? If a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. No product was returned however the pumps operators manual in section the "alarms and messages" section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to smiths medical if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two cadd legacy pumps beeping with no disposable alarm with new cassette. No lot number. No further details provided. There was no patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.